Manufacturer narrative:
The ventilator failure described by the user could be reconstructed by means of the logfile analysis. No indications for a device malfunction were found. Root cause for the reported symptom was an overpressure at the patient end of the circuit leading to a pressure peak. Such overpressure situation can be caused by an external suction system, spontaneous breathing of the patient or patient coughing against the ventilator. The device repeatedly alarmed aw pressure high, pinsp not reached, apnoe and leak or fg low. Due to the pressure peaks the device opened the pressure relief valve several times. After opening the pressure relief valve ten times in ten consecutive cycles, the automativ ventilation was switched off and a ventilator failure alarm was triggered. The system automatically switched to man/spont and ventilation was continued in man/spont. To prevent from damages, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. Dräger finally concludes that the device responded as specified upon the detected situation with an autonomous shutdown while changing mode to man/spont (safety mode) accompanied by an audible and visible "ventilator fail" alarm. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilation failed during operation, manual ventilation was still possible. No injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.